Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that xenon lightsource (00mlx) was turned on and it made a loud popping sound, turned off and would not turn on again. The lamp, fuses and power cable were okay, but it appeared that burn marks were on another component. It is unknown whether there was patient involvement; however, no patient injury or surgical delay has been reported.

Event description:
N/a.

Manufacturer narrative:
The xenon lightsource (00mlx) was returned for evaluation: evaluation identified that the device was in used condition with damage to the power entry module due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified. The reported complaint is confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.